Event description:
Patient was revised to address pain. Surgeon suspected that the stem was loose, but it was not.

Event description:
Patient was revised to address pain. Surgeon suspected that the stem was loose, but it was not. **update: (B)(4) 2013 - litigation papers received. Litigation alleges that the patient suffers from discomfort, inflammation, and difficulty ambulating. Litigation also alleges loosening of the implant. Date of implant and side have been provided. An unknown device is being added to address the loosening. **update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Per the initial reporting, no additional information was available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/24/2017 ¿ pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery noted estimated blood loss of 700ml, but listed that there were no complications and no blood transfusion was listed. The patient was revised to address possible loosening, but revision notes report that components were well fixed. There was no new information that would affect the existing MDR investigation. The complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
**Update: 7/11/2013- pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 1218706. A search of the complaint database finds additional reported incidents against lot code 1809335 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the unknown depuy device. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).